Manufacturer narrative:
Result: pc400 coil introducer sheath was ovalized approximately 10.5 cm from the proximal end. Pc400 coil was damaged approximately 39.0 cm from the distal tip of the coil. The outer diameter of the coil, distal detachment tip, and pusher assembly were measured within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the penumbra coil 400 got stuck 7cm from the tip and could not be put back into the sheath. Evaluation of the returned devices confirmed both pc400 coils were damaged. The pc400 coil introducer sheath was ovalized at the proximal end. This type of damage typically occurs if the device is improperly handled during use or preparation. This pc400 coil was able to be re-sheathed during functional analysis with slight friction felt from the ovalization on the proximal end of the introducer sheath. This coil was accidently damaged by the penumbra investigator after the functional analysis. The damage to the introducer sheath was not mentioned in the complaint. The pc400 coil was stretched approximately 39.0 cm from the distal tip. This damage likely occurred during use or preparation of the device. If the coil is constrained while being retracted, damage is likely to occur. These devices are 100% functional tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the physician deployed a pc400 coil and decided not to use it. Upon removal from the patient, the pc400 coil became stuck in the microcatheter. The pc400 coil was successfully removed from the catheter. The same incident occurred twice more using pc400 coils. The procedure successfully continued using another coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).